Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient was admitted to the electrophysiology (ep) lab due to a pocket infection. The infection tested positive for methicillin-sensitive staphylococcus aureus (mssa). A transesophageal echocardiography (tee) revealed vegetation and endocarditis. The entire system, including the right ventricular lead, was extracted and replaced. Following the procedure, the patient's condition remained stable.